Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a pacemaker showed 1.5 years of remaining longevity with a magnet rate of 100. However, at the following six month follow up the device was at end of life (eol). There was no program changes made with this device. There was inquiry of any advisory. No adverse patient effects were reported. The specific model/serials or associated patient were not known. In addition, it was not known if these device had been or would be returned for analysis.